Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 412 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient's mother stated that on monday night she changed the pod at around 10:30 pm. Daughter was at school and her bg was tested by school nurse before getting on school bus to go home around 2:30 pm and the mother was told by the school nurse the bg was around 300 mg/dl, which is high for her. Then around 3:00 pm the patients mother did a bolus and after that her bg was at 412 mg/dl. At 4:00 pm the patient's mother decided to change the pod, which had been worn less then a day, and she saw that the adhesive was loosened but not completely off and the cannula was bent. As treatment, a bolus was given to the patient and a new pod was put on the leg with a tape adhesive to secure it, was able to get the bg level down to 160 mg/dl which is normal.